Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing ipsilateral approach. The 99% in-stent restenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. After crossing the lesion with a guide wire, an 8.0mmx20mmx135 cm sterling balloon catheter was advanced for in-stent restenosis dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device and flow was recovered. No patient complications were reported.